Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was really weak and the patient advocate thought that the pacemaker was not working. The patient advocate was then advised to discuss symptoms with the physician including home monitoring system. Additional information indicated that the patient was instructed to go to the physician. The pacemaker remains in service. No adverse patient effects were reported.